Event description:
On 17jan2025, an email was received from a distributor in colombia who reported a patient (pt) who experienced ¿damage to the cornea¿ and is currently visiting an ophthalmologist while wearing acuvue® vita® for astigmatism brand contact lenses (cls). The pt reported a diagnosis of ¿pigmentation and corneal deposits generated by systemic diseases of the eye and capillary ruptures of the eye due to discomfort and trauma due to the use of toric lens when it was not necessary and formula that was not designed for the type of myopia and lenses that are not suitable for sensitive eyes.¿ the pt advised that there is ¿damage to my eye (damage/injury to the cornea) that caused tearing, infection, blurred vision and with black lines and dots, pain, itching, pus.¿ the pt reported use of ¿many medications that I must apply to my eyes¿ and has not been able to wear cl since (B)(6) 2024. The pt is currently wearing glasses and will have to wear glasses for another 2 months.¿ the treatment prescribed was not provided. On 17jan2025, an email was received from a distributor in colombia who reported a patient (pt) experienced ¿damage to the cornea¿ and ¿infection.¿ on 28jan2025 additional information was received from the reporting ecp. The ecp confirmed that the pt was seen on (B)(6) 2025, regarding the reported issues by the pt. On 10jan2025, the ecp reported the pt¿s eyes were ¿fine¿ and further advised that the pt was prescribed the acuvue® vita¿ brand cl with different prescriptions for each eye, not toric lenses, as the patient initially reported. The ecp reported the issues occurred with the trial lenses. No additional information was provided. It is unknown which eye(s) is affected. The date of event will be reported as (B)(6) 2024 as the exact event date is unknown. The suspect lot number is unknown. It is unknown if the suspect product is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.